Event description:
It was reported the customer was hospitalized. Customer was admitted to hospital for back pains and fuzziness. Family thinks customer might have had a stroke. Blood glucose was in the 400 mg/dl rang and out of control. Customer's daughter confirmed customer was not on insulin pump therapy when he was hospitalized. Customer's daughter also mentioned the screen on the insulin pump was hard to read. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.